Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Event date corrected

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were unsure what led to the recharging issues and that the ins still would not charge. During the call the patient got poor communication with the programmer and the recharger. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal stenosis. It was reported that the patient's device had been working really well but they tried off and on for about two months to charge and the couldn't get the implantable neurostimulator (ins) to charge. They put the recharger up to their body but it didn't charge the ins. When asked if they were calling about an issue with the recharger or their patient programmer they said the programmer and then when they use the patient programmer it does not charge. The patient had trouble getting the antenna to "pull up a high number". When asked if the patient was referring to an issue with their recharger the patient stated yes. They were referring to "when you have a triangle on your screen and you move the antenna around to get a high setting". The caller noted that the patient seemed very confused. The patient would call back when they had their recharging equipment available. No symptoms or further complications reported.